Event description:
It was reported that during an ladg procedure, that the hand switch did not activate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.